Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a bent tip. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and observed that the dura guard (protective foot) and back post had been bent. It was determined that this was due to excessive force being placed on the device during use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.